Manufacturer narrative:
E1 added zip code extension as it was omitted from the previous reports that were submitted.

Manufacturer narrative:
D6a and d6b should have been left blank on the initial manufacturer device report.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that there was a ¿placement signal unreliable¿ alarm on console with aorta readings not correlating with patient¿s non-invasive blood pressure cuff (arterial line not currently in place). No changes to flow or motor current noted. Asked nurse to make sure white cable is firmly seated in console, and the nurse stated it was. Discussed not making treatment decisions off console and team may want to consider placement of arterial line for reliable blood pressure monitoring. Also recommended echocardiography to ensure correct device placement. Discussed continuing to monitor flows and motor currents on console and to call with any changes, questions or concerns. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.